Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was perpetually rebooting. The receiver case was opened for further evaluation. A receiver log was able to be downloaded by detaching the u1 pcba. A review of the data log did not observe any errors that are related to the customer complaint. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.